Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2012. It was reported that on (B)(6) 2017 the patient was found down at home from unknown causes. Reportedly the patient was ¿not attached¿ to the vad. The patient was taken to the local emergency department and expired. The submitted log file was reviewed by a representative of the manufacturer''s technical services team and it appeared that the system controller backup battery was not connected properly and caused backup battery fault alarms since (B)(4) 2017. The continuous faults resulted in a yellow wrench alarm associated with the backup battery fault. It appeared that the patient may have attempted to perform a system controller exchange prior to being found down.

Manufacturer narrative:
Although the reported system disconnect was confirmed through evaluation of the system controller log files, a specific cause could not be conclusively determined. Furthermore, a correlation between the left ventricular assist system (lvas) and the reported patient expiration could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.